Event description:
It was reported by a neurosurgeon that vns pt's device 'was not working.' Additional attempts to clarify the device failure observed by neurosurgeon was unsuccessful. Good faith attempts to obtain the generator for product analysis have been unsuccessful as well. There was no diagnostics history available at the surgeon's office or in the MFR's database.